Manufacturer narrative:
Additional information was received that the patient was thin and the pocket site was uncomfortable. The patient underwent a revision procedure wherein the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure.